Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing and clamp function testing was performed with no issue noted. The reported condition was not verified. A batch review was conducted for the suspected lots and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot: three (3) suspected lots h18g27063, h18e09067, h18e02021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking from the dark blue female connector. The leak was discovered during transfer set insertion. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.